Event description:
This lead was explanted and replaced due to loss of capture and high impedances. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was found cut approx. 52.5 cm proximal to the lead tip. Only the distal lead fragment was received for analysis. The visual inspection of the lead fragment showed multiple extraction damages, such as a deformed shock coil and conductor cables pulled out of their lumens, indicating tensile forces applied during the extraction due to an increased ingrowth. Furthermore tissue residuals were noted along the lead body, particularly on the lead tip calcification was observed which might have had impact on the above mentioned high pacing impedances. During the electrical analysis, the dc resistances of the received conductor fragments were measured. No peculiarities were found. During further analysis signs of wear, in particular in the distal area of the lead fragment, were observed which most likely resulted from mechanical stress due to an increased ingrowth of the lead. As the proximal lead fragment was not available for analysis, no further investigations were feasible. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.